Manufacturer narrative:
A ge service rep performed an on site investigation. The input line voltage transformer was evaluated and adjusted to meet the incoming voltage. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.